Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12510, #1627487-2015-12511. It was reported, the patient's system was explanted. The date of the explant is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12510, #1627487-2015-12511. It was reported patient's therapy had never been effective during the clinical trial for headache therapy. Diagnostic testing revealed the lead contacts had high impedances values. Surgical intervention may be taken to address the issue.